Event description:
The pt reportedly had no sound and the device had out of range impedances. Testing of the device showed multiple open electrodes. The co was informed that the device's electrode has migrated. Surgery to reposition the pt's device will be scheduled.